Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events reported : 16. Exair anterior - 12 exair anterior - 4.

Event description:
As reported to coloplast though not verified, patient's legal representative stated urinary retention after implants.